Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the trigger malfunctioned and was stuck in the ¿on¿ position was confirmed. The device was visually inspected, and it was found that the device failed visual inspection due to trigger screw loose. The device was visually and functionally assessed and determined to operate unintendedly due to the rear housings separated from the mid-plate apart and the trigger loose. The rear housing separating from the mid-plate is due to the trigger screw coming loose. The impactor trigger screw had back out, which allows the trigger body to move, resulting in the rear housing separation. This is considered normal wear due to general tool degradation since the impactor met its life expectancy due to its age and high cycle count. The assignable root cause of these conditions was determined to be traced to component failure due to wear. The reported condition that the device had a sticky trigger was not confirmed.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the trigger of the impactor device was stuck in the ¿on¿ position. It was not reported if there was delay in the procedure due to the event, it was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).